Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photographs of a device. The first photo depicts the distal end of the device with a piece of broken balloon. The inflation syringe is next to the device. The second photo depicts the device being held. The balloon is being peeled back to show the cut. The third photo depicts a slightly different view of the device being held. The balloon is being peeled back to show the cut. The fourth photo depicts the back of the blister pack with the device label information. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total colectomy, in the beginning, when they put the port into the abdomen and inflated the balloon, they inserted the scope into that port and looked around for a minute to determine placement of subsequent ports. When they were about to make an incision to place the second port (5mm), the balloon popped. Nothing came in contact with the balloon when it broke. A piece of the balloon fell into the cavity of the patient. They saw it via the camera and retrieved it with a grasper. They compared the piece to the part of the trocar from which it came and confirmed it was the only piece that broke. They opened a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device and four photographs of a device.the first photo depicts the distal end of the device with a piece of broken balloon. The inflation syringe is next to the device. The second photo depicts the device being held. The balloon is being peeled back to show the cut. The third photo depicts a slightly different view of the device being held. The balloon is being peeled back to show the cut. The fourth photo depicts the back of the blister pack with the device label information. The visual inspection of the product noted: that the trocar balloon was cut and disengaged. The locking collar, valve seal, valve doors and obturator appeared intact. The inflation syringe was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.